Event description:
The affiliate reported that the device was implanted via v-p shunt at 170mm h2o. After implantation it was noted that the device would not reprogram the pressure even by neodymium. As a result, the device was revised.

Manufacturer narrative:
Upon completion of the investigation it was noted that the device returned was that of 82-3842 and not that of 82-3832 as initially reported. The valve was visually inspected and the proximal connector was not returned with the valve. When tested for programming, the valve failed. The cam mechanism did not move. An occlusion was found at the inlet of the ruby ball. However when irrigated again the valve flowed as normal. When the siphon guard was tested, it flowed normally. Upon further investigation, it appears that the root cause for the problem reported was due to biological debris that was seen throughout the device. A review of the device history records confirmed that the device conformed to the required specifications prior to distribution. Based on the results of the investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Manufacturer narrative:
Historically, for complaints of this nature, examinations of the valves have revealed the presence of biological debris within the devices which have interfered with their programming and/or pressure control mechanisms. The biological debris has caused the returned valves to fail the programming and/or pressure tests and appears to have caused the difficulties experienced by the customers. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.